Event description:
It was reported the customer had air bubbles in their reservoir. Customer's blood glucose was 93 mg/dl. Customer stated their air bubbles were big in size. The customer was advised rewinding with the reservoir in place will create air bubbles. Troubleshooting advised the customer to program a fixed prime until the air bubbles were resolved. The customer declined to perform a fixed prime at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.